Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the same is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the device jaws became locked while cutting tissue. The device was cut off in order to remove it from tissue. There was no patient injury. The site contact was not able to provide additional details regarding the incident.